Manufacturer narrative:
(H3) the evaluation noted that the event was most likely the result of a fall which resulted in aseptic loosening between the implant and the bone. However, this cannot be confirmed since the devices are not available for evaluation and limited information was provided. (E3) initial reporter's occupation: attorney.

Manufacturer narrative:
Pending evaluation. Initial reporter's occupation: attorney.

Event description:
As reported, a male patient ¿had a bad fall which has resulted in the implant coming loose¿ and is requesting to order a replacement..